Event description:
It was reported that the pt underwent a catheter revision because of an issue with the distal portion of the catheter. The exact issue was not specified. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).